Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). After rotational atherectomy (rota) was performed, a 38 x 3.00 promus premier¿ stent was advanced to treat the lesion however, the device was unable to advance due to strong resistance encountered at the proximal site of the lesion. The physician then removed the device and upon inspection outside patient's body, it was noted that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca). After rotational atherectomy (rota) was performed, a 38 x 3.00 promus premier¿ stent was advanced to treat the lesion however, the device was unable to advance due to strong resistance encountered at the proximal site of the lesion. The physician then removed the device and upon inspection outside patient's body, it was noted that the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).